Event description:
The customer reported via phone call that the needle did not retract on the sensor. Customer's blood glucose was 415 mg/dl. The customer stated their blood glucose was high from the lack of insulin in the middle of the night. The customer will be returning the sensor for analysis.

Manufacturer narrative:
A visual inspection was performed 1 opened and used needle; checked the introducer needle for burrs, hooks and dull needle tips defects none were found. The insertion needle passed per specifications. The customer did not return the sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.